Event description:
Pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed that the battery cap and battery compartment were damaged. The pump user guide instructs that the battery cap must be replaced in minimum of once a year. There is no evidence that the battery cap was replaced by the user. The pump was evaluated using a replacement battery cap and was found to be operating within require specifications and delivery accuracy.